Event description:
Customer used reaction cells for the roche/hitachi 747-100/200/400 on another roche system. To avoid the mis- use of reaction cells, these customers need to pay particular attention when replacing the reaction cells to ensure the correct reaction cells are present.